Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 mins. Results of 419 mg/dl and 100 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. According to the returned meter, the values the customer received are 419 mg/dl and 100mg/dl found in the meter's internal log and were obtained in 2008.